Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for six to seven treatments on a calcified left anterior descending artery (lad). At the end of the orbital atherectomy procedure, it was indicated the viperwire guide wire spring tip fractured due to the oad contacting the viperwire spring tip. The fracture was confirmed following optical coherence tomography (oct) with a dragonfly catheter. The fractured component was able to be retrieved without further complication. The procedure was completed successfully and the patient was in stable condition. There was no wire bias observed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device, material separation and unexpected medical intervention appears to be related to user error. In this case, it is possible that the reported device damaged by another device, material separation and unexpected medical intervention is due to use techniques employed. It was reported that the oad driveshaft came in contact with the viperwire guide wire spring tip, leading to the spring tip fracturing. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h2, h6 (codes 4118, 3233, and 11 no longer apply), h10.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for six to seven treatments on a calcified left anterior descending artery (lad). At the end of the orbital atherectomy procedure, it was indicated the viperwire guide wire spring tip fractured due to the oad contacting the viperwire spring tip. The fracture was confirmed following optical coherence tomography (oct) with a dragonfly catheter. The fractured component was able to be retrieved without further complication. The procedure was completed successfully and the patient was in stable condition. There was no wire bias observed.